Event description:
Approximately 43 months post index procedure, the patient suffered a gi bleed. It was reported that the patient was transfused with 2 units of prbcs and was discharged 5 days later on dual antiplatelet therapy.

Event description:
The protect ca clinical events committee adjudicated that the second stroke event occurred 4 days prior to that previously reported.

Event description:
Correction: event date of the stroke occurred approximately 2 years post index procedure is (B)(6) 2011 and not (B)(6) 2009 as previously reported. It was confirmed that the patient had acute coronary syndrome (unstable angina) at the time of the index procedure and not acs (mi) as recorded previously. It was reported that, approximately 2 years and 9 months post the index procedure the patient suffered a subacute cva/ stroke. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Manufacturer narrative:
(B)(4). Results: cva / stroke.

Event description:
Patient is a non-smoker with a history of iddm, hypertension and hyperlipidemia. Patient suffered previous congestive heart failure and mi. Patient's current cardiac status at time of procedure was acute coronary syndrome (mi). During the index procedure two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the proximal rca. The next day, patient suffered abdominal pain due to colitis involving the transverse and descending colon. Prolonged hospitalization was required. Patient recovered with treatment. Patient reported orthostatic hypotension approximately 1 month post index procedure, worsening pericardial effusion approximately 2 months post index procedure and systemic lupus erythematosis approximately 10 months post index procedure. Patient was re-hospitalized approximately 18 months post index procedure due to pericardial effusion and 20 months post index procedure due to congestive heart failure. It was reported that patient was re-hospitalized approximately 2 year post index procedure due to stroke. Aggressive pt, ot and speech therapy was required. It was reported that the patient had stopped all her medication a month prior to the inset of altered mental status. It was reported that the patient was asymptomatic at the 2.5 year follow up. Ref MFR# 9612164-2012-00108, 9612164-2012-00109